Manufacturer narrative:
Upon further interview by sakura finetek europe with the end users of the instrument, it was concluded that the incident occurred due to use error. Sakura finetek europe application specialist was dispatched to israel on (B)(6)2023 to conduct customer re-trainings.

Event description:
Sakura finetek europe was notified by distributor in israel on january 30, 2023 of an instrument issue with the tissue-tek vip6 tissue processor, serial number: (B)(6). On (B)(6)2023 the distributor informed, sakura finetek europe, that 4-5 patients had to undergo a re-biopsy due to the failure observed with the instrument.